Manufacturer narrative:
Patient age and weight: unknown/asked but did not provide. Date of event: the exact date is unknown, the best estimate is after the implantation date ((B)(6) 2022). If explanted, give date: not applicable as the device remains implanted. Initial reporter first name: unknown, not provided. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that edema developed at a later date post a preloaded intraocular lens (iol) implantation. The physician stated that this issue could be unrelated to the lens and the probable cause could be that the patient had rubbed their eyes after the procedure. Further information indicated that an edema-like substance was found in the patient's operative eye. No information regarding medical or surgical intervention or patient outcome has been provided. No patient injury was reported. The lens inserter has been discarded. Account verified that the lens remains implanted. No further information was provided.